Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An allegation from an attorney indicated the patient was deceased and has "sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companion ship and society, severe emotional distress, mental anguish, economic losses and other damages for which they are entitled to compensatory and equitable damages and declaratory relief". The patient "was always anxious, stress, and tired" and"experienced an electric shock."